Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported "turns off" which were verified through a review of the event history log by the presence of improper shutdown. Evaluation observed the pump to turn off by itself when running the pump on the battery unit and applying a push to the unit. The cause was determined to be depressed contact pins on the rear case, preventing proper integration between the battery and pump. Dried fluid residue was found to be the reason for pin depression. The contact pins on the rear case were cleaned to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off. The problem occurred in intensive care unit. There was no patient involvement. No additional information is available.